Manufacturer narrative:
One medfusion pump was returned with a crack on the right plunger case. The event history log was reviewed and there was a force sensor test error message. The power up process, check and test force sensor check were conducted. The reported issue was unable to be duplicated. The reading of the force sensor was within required specifications. This issue was customer induced via the customer's disturbance of the pump during its self-test process. The user manipulated the pump by entering the biomed code 2580 to clear the force sensor test error. The right plunger case was replaced.

Event description:
Information was received indicating that a smiths medical medfusion pump had a force sensor failure. There was no reported adverse event.